Event description:
The manufacturer received information alleging that service needed message had occurred on the trilogy evo device. There was no harm or injury reported. The ventilator was returned to the third-party's service center for evaluation and the customer¿s complaint was confirmed. The third-party's service technician performed the internal flow verification test step had failed on the device. The third-party service technician evaluated and determined the saline solution contamination in the system printed circuit assembly (pca) tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing contributed to the system needed message and internal flow verification test step issues on this device. The third-party service technician replaced the device's system pca tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing to address these issues. Additional findings not related to the malfunction/issue was contamination in the muffler assembly, and air inlet foam filter missing on this device. The third-party service technician replaced the device's muffler assembly and air inlet foam filter to address these issues. After all the parts were replaced on the device, the third-party service technician performed the functional test on the device, and it passed.